Event description:
Brought autistic son in for annual eye exam on (B)(6) 2023. This is the first time the nikon optoma ophthalmic laser scanner was used to exam him. He had no history of seizures but began to have focal seizures culminating in his death on (B)(6) 2023.